Manufacturer narrative:
Eval results - a visual inspection of the returned product shows one footplate haptic is torn. There is clear surgical residue on the lens. A work order search was performed on the lens serial number for similar complaints within the search and there were no similar complaints found. Conclusion: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge, foam tip plunger and injector were not returned for eval.

Event description:
The reporter stated that the surgeon was advancing a visian icl (implantable collamer lens) model micl 12.6mm in the cartridge with forceps and the haptic tore. No pt contact or injury.